Manufacturer narrative:
The service rep called the customer back within 15 min and asked her to check and make sure the error condition had been removed, and to check and make sure they were squeezing the joystick enough to make the arm drive. She said the error light was on indicating that a motion error existed. After rebooting the system, everything worked ok. The rep sent her the instructions on how to remove a collision or contact error.

Event description:
Customer reported that the joy stick is not working. The tech rotated the arm against the table and caused an error condition.